Event description:
It was reported that the patient developed an infection at some point after a pump replacement (the exact date was unknown). The pump and catheter were subsequently explanted. Diagnostic testing was not required. The type of organism and type of antibiotics/other medications given, if any, were unknown. The patient recovered from the infection and a new pump and catheter were implanted on (B)(6) 2015. Following the surgery, the patient was alive without injury, and was receiving effective therapy. The pump was discarded. The pump system was being used to infuse lioresal.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, lot# n165030019, implanted: (B)(6) 2009, explanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Additional information received reported that the last pump refill was on (B)(6) 2015, the date that it was implanted. Perioperative antibiotics were administered. The reporter thought the infection was diagnosed on (B)(6) 2015; and the pump pocket was the primary location of the infection. Signs and symptoms of the patient's infection included redness, drainage, and increased spasms; and the patient did not have meningitis. A blood culture was (B)(6) for streptococcus. Treatment for the infection included total device system explant on (B)(6) 2015 and intravenous (IV) antibiotics. The patient recovered "quickly enough to be implanted two days later", and the system was re-implanted on the other side on (B)(6) 2015. The patient had no drug withdrawal. It was noted that the patient was doing fine to the reporter's knowledge, then later reported that the patient outcome was ongoing; as the patient's symptoms were managed with oral baclofen and zanaflex.

Manufacturer narrative:
Product ID: 8709sc, lot# n165030019, implanted: (B)(6) 2009, product type: catheter. (B)(4).